Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that their o ring was chipped off. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir was lock in place. The insulin pump will be returned for analysis.